Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing device was removed and replaced. During the procedure a hole from wear was identified in the right cylinder. There were no patient complications related to the device.